Manufacturer narrative:
(B)(4). Evaluation results: (mi).

Event description:
The patient received a 2.25 x 30mm endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox cx during staged procedure. Implant of the stent was successful; however, it was reported that the patient suffered an mi one day post implant. No other clinical sequelae were reported.

Event description:
It was reported that, during index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. It is unknown whether the reported myocardial infarction (mi) was related to the target vessel.

Manufacturer narrative:
Diuretic, lipid lowering drugs.